Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The right atrial lead exhibited noise in both unipolar and bipolar configurations. The noise was noted during physical activities. The patient is not pacemaker dependent and was asymptomatic to the event and is very active. No intervention was performed and the physician elected to monitor the patient.